Event description:
A dialysis facility noted irregularities in their pt's serum bicarbonate levels during review of monthly lab. Results. Dialysate (end use fluid) samples were taken on 5 of the dialysis machines. The dialysis machines may be adjusted to deliver from 24 to 40 meq/l. The MFR and the dialysis facility's regional technical manager were contacted for technical assistance. Investigation showed that the clinic technical staff had incorrectly calibrated the dialysis machines and the bicarbonate mixing tank. No symptoms or complications during the pt treatments were reported. The MFR is as yet unable to determine if pt complications which occurred in the clinic's pt population, during the time period in question, were related to the equipment miscalibration.